Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for shortness of breath. It was noted the right ventricular (rv) lead had the following issues; high thresholds, loss of capture and possible intermittent undersensing. The lead was first reprogrammed and later removed and replaced. No further patient complications have been reported as a result of this event.